Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Customer's blood glucose level was 241 mg/dl. At the time of the report, the customer was not receiving an occlusion alarm therefore no troubleshooting could be performed.